Event description:
It was reported that the patient knocked his head and there is a bruise near the implant. Testing carried out on november 01, 2011 shows: 6 electrode channels in status hi, 3 electrode channels in status sc, 2 electrode channels in status hsc.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.